Manufacturer narrative:
It was reported that the unit remained "on" whenever it was plugged in, even when the power button was not activated or the off button was pushed. Our investigation revealed a defect in the power control. We will f/u with our supplier to determine the cause of this malfunction.

Event description:
It was reported that the unit remained "on" whenever it was plugged in, even when the power button was not activated or the off button was pushed.